Event description:
It was reported that the patient had a surging sensation and a shocking or jolting sensation. It was noted that the patient felt surges/shocking type sensation that didn¿t seem to be prompted by anything in particular. There were no traumas or accidents. It was noted that the issue started two days prior to the report. The patient stated that she noticed her stimulation was not relieving her pain as much as she may have experienced in the past and wanted to be reprogrammed. Reprogramming only the right lead resulted in good coverage and greater than 50% pain relief. The patient was reprogrammed so that just the right lead was being used because the left lead had all out of range contacts. All the contacts on the left lead were greater than 10000 ohms. It was noted that the patient had programming on the left lead when she first checked the implant for reprogramming. An x-ray was ordered. It was further reported that the impedances did not resolve. The patient stated that she was feeling well and was receiving effective therapy. The patient was no longer feeling shocking/surging sensations. It was further reported that the patient had a follow up appointment with the manufacturing representative. The patient received therapy with only one lead. An x-ray revealed a vertical sharp bend in the wire not working. A surgery was scheduled to replace. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that impedances greater than 10 ,000 ohms were measured on both leads. The leads and implantable neurostimulator (ins) were replaced. Following the revision the patient was doing great and they had perfect coverage.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).